Event description:
Event description boston scientific received information that during a follow up visit this pacemaker was unable to be interrogated. The device was included in the failure mode 1 field advisory. Technical services was contacted. No adverse patient effects were noted.